Event description:
The ventricular lead was placed (not the atrial), but it dislodged while slitting the sheath. The lead was removed and a new lead was implanted.

Event description:
It was reported that during the implant attempt the atrial lead was placed, but it dislodged while slitting the sheath. The lead was not used and a new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the catheter was returned, analyzed, and the catheter shaft was bent. Visual summary analysis indicated damage at implant.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.